Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while being applied at the cystic duct, the outside clip was impossible to close. A new package was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two single device. The visual inspection noted the two cartridges were received applied with the clip bodies disengaged. The tracks were not inserted properly at the distal ends of the clip bodies. Functionally; the two clip bodies and tracks were reloaded into the cartridges and fired with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while being applied at the cystic duct, the outside clip was impossible to close. The clip was not able to form correctly. A new package was used to complete the case. There was no patient injury.